Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site 06/15/2016. Medtronic investigation of returned suspect device tested the monitor on test bench for over 24 hours. Periodically inspected for flashing screen for 5 minutes and did not observe any flashing. Device found to be fully functional. No fault found. On 06/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm), the site's navigation system monitor was intermittently blinking. Re-seating the cable did not resolve issue. There was no patient present when this issue was identified.